Event description:
It was reported that the patient had implanted a dialysis catheter on (B)(6) 2012. (B)(6) 2012, the catheters' cuff was separated from the catheter.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff and heat sleeve from the catheter. Gross and microscopic examinations of the surecuff shows a large amount of blood and tissue residue imbedded in the dacron material. Observation of the ID of the surecuff shows the heat sleeve to be intact. At this time the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.